Event description:
On 04/26/2022 it was reported by a sales representative via phone that a ar-8978-cp implant systems swivelock inserter would not disengage. This occurred on (B)(6) 2022 during a ucl reconstruction when the fork on the swivelock inserter would not disengage, resulting in the anchors backing out. The case was completed using 2 individual swivelocks that worked as they should and the was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.